Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. A foreign object was confirmed in the forceps channel; however, the foreign object could not be identified. There was no physical damage to foreign object detection point. It was noted that there was a deviation from the instructions for use when reprocessing. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the instrument channel." 2) "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." 3) "be sure to brush the inside of the instrument channel and suction channel. Otherwise, insufficient cleaning and/or disinfection of the endoscope may pose an infection control." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material in the channel tube. In addition to the reportable malfunction, the following were noted: the suction cylinder had discoloration; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the plastic distal end cover had a scratch; the adhesive around the objective lens had a chip; the adhesive on the bending section cover had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope working channel was clogged. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material in the channel tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.